Event description:
It was reported that an 29mm magna valve in the aortic position, is under evaluation for a valve-in-valve procedure after an implant duration of seven (7) years, one (1) month due to severely thickened leaflets with reduced excursion and severely elevated peak velocity, resulting in severe stenosis. The tavr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. The most likely cause is patient factors, including hyperlipidemia, history of coronary artery bypass graft, atherosclerosis and coronary artery disease.

Event description:
It was reported that an 29mm magna valve in the aortic position, is under evaluation for a valve-in-valve procedure after an implant duration of 7 years, 1 month due to severely thickened leaflets with reduced excursion and severely elevated peak velocity, resulting in severe stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.